Manufacturer narrative:
Device evaluation: the complaint device was not returned to cirl for evaluation, therefore a document based investigation will be carried out. Document review including IFU review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zebd-5-7 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl it should be noted that the instructions for use (ifu0045-7) states the following: ¿refer to package label for minimum channel size required for this device.¿ there is sufficient evidence that the user did not follow the IFU. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to the completion of the invesitgation on 01-sept-21

Manufacturer narrative:
G04122 - stent. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This pr addresses the third stent placed successfully with the incorrect wireguide. When the physician tried to use the first reported stent, it came off the straightener due to a mistake by an assistant physician. He carefully put the stent back on and tried to make a wire guide through the stent, but there was resistance and the wire guide did not go through the stent. Then, he shifted the straightener to check the stent, and found that it was kinked, so he stopped using it. Therefore, he opened the second reported stent. Regarding the second reported stent, after straightening the reported stent with a straightener, the physician attempted to make a wire guide pass through the reported stent, but it could not pass through the reported stent. Then, he found the pig-tail part of the stent was kinked. Kink was found when the reported stent was outside patient's body and before the forceps channel though the reported stent was advanced over the wire guide that was placed in the patient's body. Therefore, another zebd-5-7 was used instead. The wire guide used with the substitute stent was the same one as the reported device. (0.025inch straight m¿through/medicos hirata) (B)(4). In this procedure, 2 zebd-5-7 [(lot#c1746800, lot#c1602445/(B)(4)] were used. However, the order of using 2 reported stents is unknown. No adverse events to the patient were reported.